Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Customer changed the infusion set to address high bg. Recommendation was made to consult with healthcare provider regarding diabetes management.